Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On july 20, 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter began reading inaccurately on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of ¿5.2, 7.5 and 5.9 mmol/l¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She indicated that between (B)(6) 2016, she consumed more food/drink. She reported that on (B)(6) 2016, after the alleged product issue began, she developed symptoms of ¿shaky and weak¿ which she self-treated with food/drink. She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The csr noted that the patient had used blood from the same, approved sample site and she described the correct testing steps. The csr walked the patient through a control solution test and the result fell within the expected range. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.